Event description:
It was reported that the customer went to the emergency room (ER) due to elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer¿s bg was treated intravenously with fluids of saline and insulin. Reportedly, customer left the ER three and a half hours later with the issue resolved and no permanent damage. Reportedly, an undefined alarm, auto-off alarm and a cartridge alarm had occurred. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and the cartridge should not be removed during delivery. Additionally, it was reported that the pump was not annunciating audible tones for alerts/alarms. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s pump user guide, the cartridge removal alarm serves to notify the user that the pump detected that the cartridge has been removed and all deliveries have stopped. Per tandem¿s pump user guide, the auto-off alarm serves to notify the user that if the user does not clear the auto-off alert warning within the 60-second countdown period, the auto-off alarm will occur, accompanied by an audible alarm. This alarm notifies the user that the pump has stopped delivering insulin.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.